Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker revision. It was noted that the atrial lead exhibited low impedance and was sensing at very low sensing threshold. It was determined that the patient had developed permanent atrial fibrillation and no other measurements were possible with the lead. The right ventricular lead also exhibited a rise in impedance. X-ray imaging was performed which revealed that both leads were pulled back due to the patient's drastic weight lost. Due to the weight loss, the pacemaker had movement or migrated within the implant pocket. The entire pacemaker system was then removed and replaced with a single chamber pacemaker system. The dual chamber device was no longer required as the patient had developed permanent atrial fibrillation. The patient was not symptomatic due to the anomalies and was in stable condition post procedure. Related manufacturer reference number: 2017865-2019-09542, 2017865-2019-09544.